Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the safety does not fully engage. Add'l info was rec'd, the clinician that used the device activated the safety using their thumb, and no click was heard. Per the sales rep, it is possible that the clinician did not push far enough for the shield to click into a locked position.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.